Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that during implant of the extension, the tunneling tool broke when it was pulled by the physician. Preliminary geo assessment: procedural / handling issue preliminary geo conclusion: procedural / handling issue. (B)(4).

Manufacturer narrative:
Final analysis of the carrier revealed it was broken at the distal end of the inner carrier. The thickness of the walls at the break were within specification.

Event description:
Information received by medtronic indicated that during implant of the extension, the tunneling tool broke when it was pulled by the physician. It was noted that the device was replaced and will be returned. It was noted that the issue was resolved. It was noted that there were no patient symptoms or complications associated with the event. If additional information is received, a supplemental report will be submitted.